Event description:
Event description cpi received information that two unipolar leads were removed from service due to poor sensing. During a routine replacement procedure the physician elected to replace the leads.